Event description:
It was reported that revision surgery was performed due to pain. The devices were originally implanted in (B)(6) 2010.

Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip.

Manufacturer narrative:
The devices reportedly utilized in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a r3 cocr liner). The r3 metal liner is FDA approved for us only with a bhr resurfacing femoral head.

Manufacturer narrative:
The selection of "life-threatening" under the initial MDR was erroneous. The box for "hospitalization - initial or prolonged" was intended to be selected, and has been corrected in this follow-up.